Event description:
Pt history of atrial septal defect. Physician noted no evidence of pulmonary hypertension. Tee images clearly identified the secundum artial septal defect with a significant left-to-right shunt. Unstretched diameter was 0.9 to 1/2cm and streched diameter was 2.2cm. Right heart cath showed ra pressure 8mmhg, rv pressure 25/10. Pa pressure 20/5 with mean of 13. Wedge pressure was 8. Abnormal qp/qs ratio of >1.5 to 1. Percutaneous atrioseptal closure with 26mm amplatzer device performed 9/05. Excellent positioning of device noted with minimal splay of superior aspect of the device over aortic root. No impingement on any other cardiac structures with several mm's of clearance from the mitral valve. Stability within the asd confirmed with appropriate catheter manipulations before device released. Pt tolerated procedure well and was discharged. In 9/2005, pt experienced chest discomfort. Pt was seen in another facility's ed. Echo and chest CT were negative. Pt was monitored overnight and discharged home the next am. Next day, the pt had recurrent chest pain. Pt's family called ambulance, who took pt to another facility's ed. Pt had a seizure in the ed and cardiac arrested. Medical staff was unable to resuscitat pt and ultimately pt expired. Per the physician, the coroner told them they suspects hemopericardium secondary to erosion of the atrial wall.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on (B)(6) 2011 and definite erosion was confirmed.